Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and was found to have damage to the conductor wire at the distal end near the yaw pulley. The insulation was damaged, and the conductor wire was exposed as a result. Components adjacent to this conductor wire do not show damage. For clarification, based on the customer's complaint about the instrument cable being frayed, during the visual inspection, failure analysis found no frayed grip/pitch cables. The reported complaint refers to conductor wire insulation damaged. The instrument passed the electrical continuity test in both grips.

Event description:
It was reported that during central processing, the maryland bipolar forceps instrument had a frayed cable. There was no report of patient involvement.